Event description:
It was reported via repair work order that the lift hi/lo was inoperable and stuck in an elevated position due to a broken cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the lift hii/lo was inoperable and stuck in an elevated position due to a broken cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-02814